Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a post-market clinic study regarding a patient receiving hyrdomorphone (20 mg/ml at 2.118 mg/day), bupivacaine (10 mg/ml at 1.059 mg/day), and fentanyl (1.4 mg/ml at 0.1483 mg/day) via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015, device interrogation found that a motor stall occurred (B)(6) 2015 at 08:23 with a motor stall recovery at 09:34. No action was taken. The event was noted to be related to the device or therapy and not related to the implant procedure. The patient had no signs or symptoms related to the event. The outcome was reported as "resolved without sequelae" with a resolved date of (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the pump motor stall was due to MRI.